Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted global technical service (gts) regarding a check supply line alarm that appeared on the home choice (hc) during prime. The home patient (hp) stated she started over and the hc was alarming with the same alarm. Gts had the hp move the clamps down the lines, pull up and down on the lines that come out of the door, and bend the frangible on the bags. Gts had the hp press go. The hc primed okay. The hp sated that it must have been the set because that was what she changed. Gts asked the hp if she started over with all new supplies when she started over. The hp stated no, she just started over with a new set. Gts explained that if the hp had to start over she should start over with all new supplies. Gts explained that the hp would have to start over with all new supplies. Gts assisted the hp with troubleshooting. The hp stated she would start over with all new supplies. Hc was operational and a swap of the device was not necessary. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a check supply line alarm. The used sample was not returned to baxter for evaluation. Per the report, the patient replaced the cassette, but reused and respiked the solution bags after the alarm. From the data within the report, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).